Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 23mm navitor vison valve was chosen for implant using a small flexnav delivery system. The perimeter derived of annulus was 19.8 mm. The patient had preexisting a degenerated 23 mm non-abbott valve and the navitor valve was implanted after 1x re-sheath. After full deployment it was still a little tailored and a post-dilatation was done with a 20 mm non-abbott balloon. The final result was no perivalvular leak and low gradient. The patient was reported stable and good condition.

Manufacturer narrative:
The device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. An event of unexpected medical intervention was reported. Based on all available information, the reported unexpected medical intervention is the result of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.